Manufacturer narrative:
The eval confirmed the sensor failure problem. It is difficult to determine when or how a break in the fiber optic occurs. However, a kink in the catheter can cause the fiber optic to break resulting in no signal. A device and lot history record review and trend eval was completed for the reported product. No non-conformances were found that are considered to be related to the event. An eval of the returned product could not confirm the insertion problem. A review of the device history does not indicate any lot specific issues. This issue has been investigated via a CAPA. Complaint trends will continue to be monitored for this issue. (B)(4).

Event description:
It was reported by the customer that the sensation plus iab percutaneously inserted via femoral artery in cardiac cath lab under fluoroscopy. It was difficult to gain access and to pass iab through sheath; 9 french sheath (non-maquet) inserted and iab passed successfully. Upon initiation of therapy, no arterial waveform noted and "iab sensor failure" alarm noted. Arterial lumen of iab used as alternative pressure source. Notified rep via email and iab to be saved once therapy discontinued.